Manufacturer narrative:
Concomitant medical devices: ddmb1d4 ICD implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for possible atrial fibrillation with rapid ventricular response (rvr) which was detected as ventricular fibrillation (vf). There was intermittent atrial undersensing noted on stored electrograms which resulted in possible false device classification of episode termination. In addition, there was possible t-wave oversensing noted on stored electrograms, along with short several v-v intervals. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.